Event description:
It was reported that the patient presented in clinic with no radiofrequency telemetry on their implantable cardioverter defibrillator (ICD). Through programming, the radiofrequency chip of the ICD was reset and the device was brought back to normal function. There were no patient consequences.